Event description:
Boston scientific crm received info that this lead exhibited noise and was explanted and successfully replaced. To date, there have been no adverse pt effects reported. The lead has not been returned. Dates were provided to us by boston scientific. Boston scientific did not provide an event date. Therefore, we will use the date of explant as the event.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.